Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 410 mg/dl, 87 mg/dl, 107 mg/dl, and 84 mg/dl. Low blood glucose symptoms were reported with these results. Customer self-treated with food and low blood glucose symptoms improved within a few minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.